Event description:
The patient reported dizziness. Holter monitor showed intermittent exit block. At a later follow-up, they were unable to interrogate the device and no pacing was detected. The device was removed from service. No further patient complications have been reported as a result of this event.